Event description:
The following device was received as blind unit. Product code: 201007100 lot# ab4946248. However, it couldn¿t be associated with a complaint or any other existing record. As a result, this product complaint was created to analyze the returned device from (B)(6) . This complaint involves one (1) device.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis with no allegation against it. The reported event is not confirmed. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.